Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 03dec2018. The review was performed from the date of manufacture to the present date 30mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had channel error after passing preventive maintenance. There was no patient involvement.

Event description:
It was reported that the device had channel error after passing preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a,b,c,d and g grids and manufacturer narrative(chr,DHR and shr statements). Correction: common device name, dev. Serviced by a 3rd party, report source other, initial reporter occupation. Omit: a1601 - device alarm system (1012),g0600101 - alarm, audible. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 03dec2018. The review was performed from the date of manufacture to the present date 29jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.